Manufacturer narrative:
The lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was successfully implanted without issue. After the patient was out of the operating room, lead measurements were taken and it was noted that the lv pacing threshold measurement had slightly increased. A chest x-ray was performed and confirmed that the lv lead had moved about 1 centimeter. No actions were taken. One week later during a normal patient check, it was noted that the pacing threshold measurements on the lv had increased significantly. Another chest x-ray was taken and confirmed that the lv lead had moved again. The lv lead was electrically repositioned by reprogramming the pacing vector and polarity. No adverse patient effects were reported.